Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer received an altitude alarm. There was no reported impact to customer¿s blood glucose level. At the time of the report insulin delivery had not resumed. Contact declined any further assistance and follow up from tandem technical support.